Event description:
The user facility reported a 72-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. White the patient was on support, the device reported air in purge system on the console. The team attempted to de-air purge, but fluid would not move through the tubing. The purge cassette and tubing were replaced. Purge flow returned to normal ranges. Within an hour of patient arrival, the motor current and left ventricle signal started increasing outside normal limits. Later, there were failure controller alarms. Pump was in good position across valve on echo. There was eventually a pump stop. Decision was to remove pump. Pump removed and there was a large clot visible covering outlet cage.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation has been completed since the original report was filed. The device was returned for investigation. The impella cp pump was visually inspected and soaked the pump for suspected clot ingestion. Electrical resistance test was done, and all three motor phase lines resistance values were within normal range. After 20-25 mins of soaking, significant biomaterial was observed to be ingested at the outflow cage and wrapped around impeller. The cause of the pump stop issue was biomaterial wrapped around impeller and ingested over the outflow cage per field investigation and log, clinical review. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ h.10 instructions for use were inadvertently left off the original manufacturer device report. They can be found in h.10 in this report.